Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a anomalous drop in battery longevity was noted on the implantable pulse generator (ipg). Rising thresholds and decreasing impedance values were also noted on the right ventricular (rv) lead. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.